Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: inflammation in lymph nodes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported inflammation in right side lymph nodes, pain and implant exchange due to concerns with the product. Device has been explanted.